Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 10 b5 on (B)(6) 2015. Power on reset (por) severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the patient was seen in the office with 'pacemaker syndrome' symptoms most likely related to vvi-65 pacing. Interrogation of the implantable pulse generator (ipg) showed that there had been a power on reset (por) and the mode/rate was switched to vvi-65. The device was reprogrammed back to the prior settings and remains in use. No patient complications have been reported as a result of this event.